Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an s3 alarm could not be confirmed during the investigation of the returned centrimag 2nd gen primary console (serial number (B)(4). The console was evaluated and tested by tech service under work order # (B)(4) under (B)(4). The reported issue could not be verified nor reproduced. The returned unit was tested along with the related motor (serial number (B)(4) and the unit ran multiple times without any atypical alarms or events being captured. No functional issues were identified. As an added observation, it was noted that the console's battery (serial number (B)(4) had expired on (B)(6) 2016 and was therefore replaced with a new battery. Battery maintenance and full functional checkout (per the centrimag 2nd gen primary console service process) were performed and the unit passed all tests. The console was found to function as designed. As a result, the root cause of the reported event could not be conclusively determined. New backup system warning label was applied per field action (B)(4) and the tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information was not provided. Approximate age of device - the centrimag primary console is not a single use device. The device has been returned but has not yet been investigated. No further information is available at this time. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump. It was reported that the centrimag primary console was returned because it was thought thought to have alarmed with s3, system alert. No additional information was provided.